Event description:
It was reported that during a liver transplant procedure, during the first firing the staples were malformed. The device was reloaded and would not fire. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.